Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-00481. Additional information revealed that the entire system was explanted and replaced. Ipg was replaced due to impedance issues. Postoperatively, patient has effective therapy.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-00481.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report # 3006705815-2019-00481. It was reported that x-ray imaging confirmed the leads have migrated. Patient was said to have fallen off their bed, causing the lead migration. In turn, surgical intervention may be pending to address the issue.